Event description:
It was reported during a laparoscopic cholecystectomy the clip appliers were misfiring. Either not closing, so clips would fall out, or empty 2 clips at the same time. 12/2/97 the rep reports the first 2 devices would not close and the clips would just fall out and the 3rd er220 clipped three times and then would not release the clips. There is no other info.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, abc-no; damaged jaws, ab-yes c-no; damaged feed bar, abc-no; damaged floor, abc-no; damaged handle shrouds, abc-no; damaged tip shrouds, abc-no; damaged trigger, abc-no; damaged tube, abc-no and damaged weld seams, abc-no. Functional tests & results: antibackup functional, abc-yes; firing: feed conform, ab-no c-yes; firing: feed conform, ab-no c-yes; firing: form conform, ab-no c-yes; jaws: hold clip, ab-no c-yes; jaws: inside width at tips, a-.180 b-.180 c-.160; lockout functional, abc-yes and number of clips fed and formed, c-10. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly on two of the returned instruments. No conclusion could not be reached as to how the damage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. The third instrument was returned in good condition. The third instrument was fired and it fired and formed the remaining clips as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.